Event description:
It was reported that a sensor error occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient inserted sensor on (B)(6) 2024 and stopped getting readings on the night of (B)(6) 2024. The patient woke up at 06:00 am on (B)(6) 2024 and was about to pass out and could not stand. During that time, there were no blood glucose readings taken. The patient experienced diabetic ketoacidosis. The patient was taken to the hospital on (B)(6) 2024 and was treated there with zofran (anti-nausea) and 4 IV bags of electrolytes. The patient was in the hospital for less than 24 hours. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.